Event description:
The customer reported the flex deflectable videoscope had a pinhole. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the image was foggy due to a damaged objective lens and damaged charge coupled device (ccd) unit. The report is being submitted due to the defect found during evaluation.

Manufacturer narrative:
Full e1 establishment name: (B)(6) hospital. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found that water tightness was lost due to a pinhole on the video cable, the bending section cover adhesive was chipped, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the connection between the insertion pipe and control unit was not secured due to looseness of the insertion pipe, the video connector was deformed, and multiple parts of the scope were scratched. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although the foggy image was confirmed through evaluation of the device and the damaged objective lens was likely due to stress of repeated use, external factors, or handling, a definitive root cause of the foggy image could not be determined. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the instructions for use (IFU). If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.